Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as: 2134265-2012-05693. Same case as 2134265-2012-06210. It was reported that during a coronary artery stenting treatment procedure, positioning problems with the device occurred. During the index procedure, the stenosis in the mid left anterior descending artery was treated with pre-dilatation and placement of a non-study 2.75 x 23 mm promus drug eluting stent just distal to the take-off of the diagonal branch. Following post dilatation, the residual stenosis was 0%. Lesion 1 was located in the 1st diagonal with 99% stenosis and was 6 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and placement of a 2.25 x 8 mm taxus liberte stent. During the deployment of the stent, "there appeared to be watermelon seeding of the stent and the ostium remained significantly narrowed, although the area distal to this area was markedly improved in the stented area with no stenosis in this zone." Kissing balloon technique was used within the stent in the mid left anterior descending artery and a 2.25 mm apex balloon was used in the diagonal branch. There was a significant improvement in timi grade flow but with persistent significant ostial narrowing of 1st diagonal. Residual 70% stenosis in the ostium of the diagonal. The patient was discharged on aspirin and prasugrel.